Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the smart device displayed an error message for low transmitter battery. Data was provided for evaluation. Data review confirmed the reported event of low transmitter battery. A probable cause could not be determined via data. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter failed as it has no voltage. Review of the log data was performed and transmitter failure was observed. This complaint is reportable based on the finding of failed transmitter error via the log review. No additional patient or event information is available.